Event description:
On (B)(6) 2011, pt reported the down button on his infusion device is not functioning. Pt stated he noticed this issue while attempting to adjust his basal rates. Pt reported he noticed the button working intermittently around 4-5 months ago, but it stopped working altogether a couple of weeks ago. Pt is currently using his backup infusion device. Pt stated the button pops back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.